Event description:
It was reported that the customer's insulin pump was squirting insulin into the reservoir compartment. The mother stated that the customer was rushed to the emergency room due to a virus. The mother stated that she does not believe the customer is sick due to her diabetes. Advised the mother that the device would be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.